Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell off of a ladder at the beginning of spring in 2018. The patient had the implantable neurostimulator checked by their health care provider and they were told that the implantable neurostimulator was fine. Since the spring, the patient has been experiencing issues with the therapy turning up and down by itself. The patient had the device checked by a manufacturer representative at their health care provider office, and the manufacturer representative had told the patient that the implantable neurostimulator was working as it should. The patient indicated that the manufacturer representative was only aware of the fall at the last appointment that they had with them. The patient fell off something from up high again on (B)(6) 2018 and was in the hospital for 4 days as he broke one of his spinal bones and crushed another. The patient indicated that his therapy was ¿going nuts¿ on (B)(6) 2018 and the health care provider had asked him why his body was jerking. The patient last felt stimulation on (B)(6) 2018. The patient was redirected to his health care provider. Starting on the day of the report, the patient programmer was showing ¿low battery¿. The patient changed the batteries in the patient programmer. The patient connected with his implantable neurostimulator recharger and the implantable neurostimulator was showing ¿off¿ with a full battery and the patient cannot turn stimulation on with the implantable neurostimulator recharger. The patient connected again with the patient programmer and was seeing the ¿low battery¿ icon. The patient used the patient programmer to connect with the implantable neurostimulator and saw stimulation off. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-19. It was reported that the patient¿s implantable neurostimulator (ins) wasn¿t taking a charge and they tried to charge it for 8 hours, but it wouldn't charge. This issue was first discovered in (B)(6) of 2018. The patient also reported that in (B)(6) of 2018 he felt an ¿indention, like there was a chunk of something missing¿ on the ins and they were in pain since implant. In the end, the patient wanted their stimulator taken out and the patient was sent a list of healthcare professional (hcp)s to follow up with. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on august 12, 2019. They reported they had discussed with technical support on ((B)(6) 2019) about the inability to charge the ins to full. They were unable to determine the cause. No further complications were reported or anticipated.

Event description:
After the patient's fall in september 2018, they had been unable to charge completely. The recharger appeared to be working on the last quartile and the programmer would show 100% but it was not showing the sprites. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and from a rep. The patient reported they had not received physician listings that they had previously requested. Physician information was provided to the patient and a message was sent to a rep to inform them that the patient had not charged the ins since (B)(6) 2018 and the ins would need to be restarted. On (B)(6) 2019, the rep met with the patient and performed a physician mode reset (pmr) and cleared the associated power on reset (por). Impedances were checked and reported as "beautiful". The stimulation was turned back on and coverage was appropriate. The rep educated the patient on recharging protocol. Additionally, adhesive discs were sent to the patient. No further complications were reported or anticipated.